Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, lot # l71611, implanted: (B)(6) 1999, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 2000mcg/ml at a dose of 750mcg/day. The pump's indication for use (IFU) was listed as spinal cord injury/spinal cord disease and intractable spasticity. The patient experienced withdrawal symptoms that included a change in spasticity and itching. At the time of the refill, a volume discrepancy was noted with an actual reservoir volume of 9cc and an expected reservoir volume of 3.4cc. A dye study was performed on (B)(6) 2016 and the physician was unable to aspirate drug or csf (cerebrospinal fluid) from the side port so the dye study was aborted. The patient was prescribed oral baclofen with close monitoring via phone over the weekend. On "monday" the patient was seen in clinic; she continued to have an increase in what she described as jerking. The patient was referred to the movement disorders clinic for evaluation. The plan was to initiate and complete a controlled weaning of baclofen and schedule an entire system replacement. The patient¿s status was alive ¿ no injury. At the time of this report the issue was not resolved. Additional information has been requested for medical history, cause of the inability to aspirate during the dye study and status of the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.